Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced no auditory stimulation and no nrt with the internal device. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another device during the same surgery.